Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). The following allegations have been investigated: perforation and tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2014". [Pt] alleges tilt, vena cava perforation, perforation of the ivc over 7mm impinging on underlying l3-4 disc". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information investigation the reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. (B)(4) devices in lot. No relevant notes on work order for neither device lot, nor filter lots. No other complaints on lot. Product is manufactured and inspected according to specifications. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
Patient received implant post deep vein thrombosis (dvt) / pulmonary embolism (pe) diagnosis. Per physician review of CT abd/pelvis w IV contrast (B)(6) 2018, dated (B)(6) 2019, "the filter is tilted posteriorly with the filter apex contacting the posterior ivc wall. All 4 primary filter struts perforate the wall of the ivc, with the posterolateral strut directly impinging on the underlying l3-4 disc and associated with boney reactive changes. Most of the secondary struts also perforate the caval wall. No strut fractures or missing components. No caval thrombosis, wall thickening or pericaval hemorrhage. Surgical clips are present between the ivc and the aorta in the immediate vicinity of the filter and should not be confused with filter fragments. Post-op splenectomy changes." Dated, (B)(6) 2014, operative note (implantation record) details " the left common femoral vein was punctured. There was a patent inferior vena cava. There is satisfactory placement of an inferior vena cava filter." Dated (B)(6) 2018 CT abdominal details, "ivc filter seen in the infrarenal vena cava. Redemonstrations of some strut penetration beyond the outer margin of the cava by at least 7mm."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Patient code(s): chest pain (1776) was added in addition to the previously submitted patient codes. Investigation ¿ the following allegations have been investigated. Struts contact l3, chest pain and paranoia. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported struts contact l3, chest pain and paranoia are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Reason for implant: deep venous thrombosis of the right lower extremity. Patient further alleges ¿two (2) posterior struts contact the l3 vertebral body¿ as well as ¿chest pain, paranoia about body damage.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2016, ¿the hook of the cook celect retrievable ivc filter is at the mid l2 vertebral body. The ivc filter is tilted posteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 20mm. Two (2) posterior struts perforate the ivc wall and contact the l3 vertebral body. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified.¿